Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to clinic due to chest discomfort. Intermittent loss of atrial capture was observed. The pacemaker was successfully reprogrammed. The patient left the office in good condition.